Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated the customer reported that they turn on the pump after two months but did not turn on. No harm requiring medical intervention was reported. Troubleshooting was performed and the found that the battery cap damaged or metal contact was missing or damaged. The customer will continue using the insulin pump and will not be returned for analysis.